Manufacturer narrative:
The customer¿s report a log review for all keystrokes and actions from 1400 on (B)(6) 2019 to 0800 on (B)(6) 2019 on an insulin infusion. Only the device logs and customer dataset were received for investigation, no devices were returned. A root cause was not applicable. The pcu event log shows there were 6 boluses programmed for a total of 36ml (36unit) between 1:12 pm on (B)(6) 2019 and 8:09 am on (B)(6) 2019. Total insulin volume infused over the 2 days period, including continuous and bolus, was logged as 372.357 ml. Inspection: other text : no device received-log review only.

Event description:
It was reported that there was an unspecified programming issue with insulin. The biomed was requesting a log review for all keystrokes and actions from (B)(6) 2019 at 14:00 hours until (B)(6) 2019 at 08:00 hours, with particular attention to any bolus programmed and delivered during this time. Although requested, no further details were provided by the customer for this event.